Event description:
According to the customer, it was reported that the head section of the bed was not functioning as intended ("the head of the bed does not come up or down"). The customer stated that this malfunction occurred during "the second week of (B)(6)." Per the customer, they "do not hear any noise from the motor when the head function is engaged."

Manufacturer narrative:
According to the customer, it was reported that the head section of the bed was not functioning as intended ("the head of the bed does not come up or down"). The customer stated that this malfunction occurred during "the second week of (B)(6)." Per the customer, they "do not hear any noise from the motor when the head function is engaged." No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.